Event description:
Reporter claimed that after routine extubation, cuff would not fully deflate. Pt reportedly experienced difficulty speaking immediately after extubation, but reporter also stated this was not unexpected. No harm to pt or users.

Manufacturer narrative:
The device was not saved for eval and therefore, will not return to MFR. There is no further info at this time, and info has been added to the complaint file.